Event description:
It was reported to ge that while positioning the lp arm of the biplane system, the lp covers caught on the overhead monitor suspension. In the process of freeing the lp arm from the suspension, one of the monitors dislodged from the suspension and was caught by a technologist who lowered it to the floor. The system was repaired and returned to operational use. No serious injury was reported.